Event description:
It was reported that during a procedure using a quantum controller, there was no output upon depressing the coagulation button on the foot switch. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.